Event description:
It was reported that the pump was missing one pile separator, contact oxidation, and cassette detection problem. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, dso seal peeling off, damaged battery compartment. Functional testing was able to replicate all problems stated apart from "detection problem with cassette". Damage to the battery compartment. "Detection problem with cassette" cause couldn't be determined at the time of the investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Pwa, battery compartment, dso seal replacement. Functional and delivery tests performed.